Event description:
Reporter alleged obtaining discrepant blood glucose values of lo (less than 10 mg/dl) on inform system 1 back to back with a result of 197 mg/dl on inform system 2 when testing was performed within 10 minutes. No actions were reported taken or treatment received. A request was made for the return of the suspect devices and replacement products were sent. Reporter stated unable to return the product in question and so no product will be returned for evaluation.

Manufacturer narrative:
This medwatch report is for the suspect device used in inform system 2.